Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the pump will shut off with a half battery, full battery. Customer states that they were able to clear the alarm and able to rewind the insulin pump. Customer states displacement test passed but self test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting error noted during testing. The motor was tested outside the device and passed. Insulin pump communicated properly with test guardian link transmitter.